Event description:
During a preventive maintenance, the company representative observed that the unit's blood detector had only 0.4 volts. The normal spec is 1-2.3 volts. No patient was involved.

Manufacturer narrative:
The company representative couldn't adjust the blood detector into specification. He replaced the solenoid board (0670-00-0639e). The unit was tested to factory specification. It functioned normally and was returned to the customer. (B)(4).